Event description:
It was reported that during a coronary stent procedure, the physician advanced the catheter into the rca, however, he was unable to cross the lesion. While attempting to retract the catheter into the guide catheter he felt slight resistance. Upon removal it appears that the stent had moved on the balloon. No pt injuries or complications occurred.